Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "the event description mentions clips could not be loaded into an applier well. Please clarify if the quantity of product involved was 2 each or one each. Package lot number of the clips? No lot# was provided. If we get the information, the ecm will be updated. What suture type was used? No further information is available. What suture size was used? No further information is available. When the even occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No further information is available. What was the surgical procedure involved? No further information is available. Was this a robotic procedure? No further information is available. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information is available. Device return status/follow up? We regularly contact with sale rep about the device returning. No further information will be provided." Events reported via 2210968-2022-04694.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and clips suture were used. During the procedure, the clips could not be loaded into an applier well. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.